Event description:
(B)(4). Same case as 2134265-2011-00986 and 2134265-2011-00987. Same patient as 2134265-2010-05684 and 2134265-2010-05685. It was reported that following a coronary artery stenting treatment procedure the patient experienced restenosis. In (B)(6) 2009 the circumflex artery was treated with a 3.5x12mm and a 2.75x16mm taxus liberte stent. In (B)(6) 2010 the patient presented for the study procedure with chest pain. The target lesion was located in the distal left circumflex with 70% stenosis and was 14 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with direct stent placement of a 3.0 x 16 mm taxus liberte stent which was deployed within the distal circumflex just proximal to the posterolateral branch. There was 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. The patient presented 134 days post-index procedure, with complaints of chest pain similar to his symptoms prior to the last two pci's. Cardiac enzymes were within normal limits and EKG revealed no st changes. The 85-90% lesion in the proximal left circumflex was treated with a 3.0 x 8 mm taxus stent with less than 10% residual stenosis. The event was resolved without residual effects and the patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. The complaint device was not received at the complaint investigation site for product analysis. The manufacturing records for the reported batch has been reviewed and no issues or discrepancies were found. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).